Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the top jaw broke off during use. The top jaw was retrieved from the patient. Another like device was used to complete the procedure. There were no patient consequences reported.